Event description:
It was reported that inappropriate therapy was delivered due to a non-specific malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 21.0 cm to 21.6 cm from the connector pin consistent with lead friction to the ICD. The etfe coating of one ring electrode sensing conductor was abraded at the same location.